Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mesh failure, broken mesh, and a lump in the abdomen since the mesh broke. Because of the issue, revision was required in (B)(6) 2011 and the mesh was replaced in 2012.